Event description:
The distributor reported that there was no power to the pump. There were no sounds upon battery insertion.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on normally with the display functioning properly. A review of the pump history indicated that rebooting had occurred, which could not be duplicated on investigation. There were no alarms related to the complaint found in the alarm history. There was no damage found to the battery cap and battery compartment. The battery cap attached securely to the pump during testing. The pump was exercised for 24 hours with no power issues or alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.